Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the motor of the intellicuff does not work and the pressure cannot be adjusted. Regarding alarms, the intellicuff display is blinking which includes the red colored alarm lamp at the top of the display and a blinking '10' in the target (set) pressure area of the display. This alarming occurs after several hours or days of use and is intermittent. The intellicuff is a handheld device to be used with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning is reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the motor of the intellicuff does not work and the pressure cannot be adjusted. Regarding alarms, the intellicuff display is blinking which includes the red colored alarm lamp at the top of the display and a blinking '10' in the target (set) pressure area of the display. This alarming occurs after several hours or days of use and is intermittent. The intellicuff is a handheld device to be used with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning is reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.